Event description:
It was reported that occlusion alarms occurred. There was no adverse impact reported. It was discovered cold insulin was used within the cartridge and customer was not correctly removing the cartridge during the load process. The customer was educated on cartridge/insulin labeling. No additional information was provided by the customer.

Manufacturer narrative:
Do not remove the used cartridge from the pump during the load process until prompted on the pump screen. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.